Manufacturer narrative:
One device was received for evaluation. Visual inspection found, the latch lock to be loose. The "device fails to recognize cassette, when latch is in closed position". Problem was unable to be confirmed. Upon further inspection, the upstream occlusion (uso) seal was found to be lifting. The latch lock and uso seal were replaced. After repairs, the device passed all functional tests. The service history review had no indication, that the complaint was related to a service of the device within the review period. B3.: date of event: month and year of event have been provided. But, day is unknown.

Event description:
It was reported, that the latch is loose. Device fails to recognize cassette, when latch is in closed position. There was unknown, patient involvement. Device evaluation noted, the upstream occlusion seal was lifted.